Event description:
The customer performed back to back tests with 2 vials of stips of the same lot number. The results obtained were 315 mg/dl and 148 mg/dl. Another comparison back to back on different vials resulted in readings of 299 mg/dl and 175 mg/dl. No adverse event reported and no treatment received. Quality controls were used on only one vial of strips and fell within acceptable limits. Requested return of suspect device and replacement was sent.